Manufacturer narrative:
(B)(4). Physio downloaded the electronic records from the customer¿s device and was able to confirm that on the date of the event their device experienced multiple inappropriate losses of power. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off when printing a code summary during a patient event. The customer advised that a service indicator was present on the device when powered back on. The customer has not replied to contact attempts requesting patient outcome.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off when printing a code summary during a patient event. The customer advised that a service indicator was present on the device when powered back on. The customer has not replied to contact attempts requesting patient outcome.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and was able to duplicate the issue. Physio-control replaced the power pcb assembly and battery wire harness then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed power pcb and battery wire harness assemblies. Physio determined that the cause of the reported issue was excessive wear on pcb-mounted jack connector, designator j11, of the power pcb assembly as well as cable-mounted plug connector, designator p11, on the battery wire harness assembly (which plugs directly into pcb-mounted jack connector designator j11). The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts when the code summary function was activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Event description:
The customer contacted physio-control to report that their device powered off when printing a code summary during a patient event. The customer advised that a service indicator was present on the device when powered back on. The customer has not replied to contact attempts requesting patient outcome.